Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
Upon review of the reported events by abbvie medical safety, no complaints have been made against the right side device at this time. The healthcare professional's note of ¿leakage of breast prosthesis and implant" is a diagnosis code noted in the pre-operative report that likely relates to the reported rupture of the contralateral side device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint associated with the product. Healthcare professional reported right side "leakage of breast prosthesis and implant". Device has been explanted and replaced.